Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint, and the robotics coordinator at the site who was present during the reported surgical procedure to obtain additional information regarding the reported event. The robotics coordinator indicated that the mcs instrument and mcs tip cover accessory were inspected prior to the surgical procedure and no issues were observed. According to the robotics coordinator, the mcs tip cover accessory was installed with the installation tool and electrolube was used. The initial reporter and robotics coordinator did not know if the surgical procedure was recorded. The robotics coordinator indicated that the surgeon was able to use the mcs instrument during the surgical procedure without any issues before the mcs tip cover accessory was found to be missing. He also indicated that nobody actually witnessed the mcs tip cover accessory slip off of the mcs instrument. The robotics coordinator mentioned that the mcs instrument was not removed at any time prior to the incident and there were no instrument collisions during the surgical procedure. The robotics coordinator indicated that when the surgeon switched to the mcs instrument while the procedure was about 80% completed, the surgical staff allegedly noticed that the tip cover accessory was missing and the orange section of the mcs instrument was exposed. He indicated that the mcs tip cover accessory was retrieved laparoscopically via a laparoscopic assist port. He denied that any x-rays or additional surgical procedures were required to retrieve the mcs tip cover accessory. After the mcs tip cover accessory was retrieved, the surgical staff inspected the mcs tip cover accessory and the mcs instrument. The surgical staff reportedly did not find any issues with either device. The surgical staff installed a new mcs tip cover accessory on the same mcs instrument and the surgical procedure was completed as planned. According to the robotics coordinator and initial reporter, the patient did not experience any intra-operative or post-operative complications because of the reported issue. The robotics coordinator indicated that the mcs instrument involved in this complaint has been used in subsequent surgical procedures with no reported issues. The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that the mcs tip cover accessory installed on the mcs instrument unexpectedly came off during the surgical procedure. However, there is no evidence that the alleged issue caused or contributed to a serious injury.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff alleged that the monopolar curved scissor (mcs) tip cover accessory installed on the mcs instrument fell off and into the patient. The mcs tip cover accessory was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.